Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H6: manufacturing record evaluation (mre) review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a manufacturing record evaluation (mre) was performed for the finished device serial number, and there were no non-conformance's identified that was related to the reported complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: burr device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was discovered that the burr device was stuck, and the motor device was overheating. It was further reported that the surgeons hands were burned during the procedure. It was not reported if there were any delays in the surgical procedure or if a spare device were available for use. There was patient involvement reported. It was not reported if there was any medical intervention or prolonged hospitalization required as a result of this event. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.